Event description:
A malfunction on the pump was reported, with the caller noting that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the caller understood and acknowledged.